Event description:
Brush head...comes off - oral-b [device breakage] . Brush head no longer like clicks on - oral-b [device connection issue]. Case narrative: 69 year old female consumer via phone stated that the oral-b toothbrush head no longer clicked onto the oral-b pro 3 3000 toothbrush and it came off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.